Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2011-01594. It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The target lesion was located in the severely angulated and moderately calcified left anterior descending artery. The physician inserted a jl4 mach1 guide catheter and then advanced a non-bsc guide wire to the lesion. The physician then attempted to advance the 3.0x16mm taxus liberte stent to lesion, but was not able to advance the device through the unprotected left main (lm). When the stent delivery system was removed a dissection was observed in the lm with blushing on flouroscopy. The fractional flow rate was .75. The patient was sent to surgery. The patient's status remained stable prior to surgery. Status post surgery is unknown.